Event description:
An ipp device was implanted on 11/29/97. Info received on 4/25/97 indicates the pump and cylinders were removed from the pt due to fluid loss-left cylinder. Reservoir was not returned, possibly left in place.